Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition.

Event description:
The user facility reported a 52-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp accessed limb had inadequate flow down it. The team explanted and ballooned the iliac and the vessel was seen to have a dissection in the common femoral. Later the team additionally performed a fasciotomy.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿